Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced perforation and pericardial effusion one day post implant. A drain was performed to stabilize the effusion. Computerized tomography (CT) showed suspected lead perforation on the outside apex of the heart. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.